Event description:
During routine testing of the device at the service center, the service repair technician reported that the device failed the arterial blood pressure monitor (bpm) hi-pot test. There was no patient involvement.

Manufacturer narrative:
Evaluation is progress, but not yet concluded.